Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via ispr (implantable systems performance registry) in regards to a patient that was being treated with hydromorphone intrathecal (2.0 mg/ml) at a dose rate of 0.1000 mg/day. The refill programming date was as (B)(6) 2014 at 0311. The indication for use was noted as non-malignant pain. It was reported that the hcp examined and palpated the patient on (B)(6) 2014 and diagnosed the patient with a postdural puncture headache following pump implant. The diagnosis was related to the implant procedure and unlikely related to the device or therapy. A blood patch was performed on (B)(6) 2014. The severity of the event was noted as moderate and the patient resolved without sequelae on (B)(6) 2014. If additional information becomes available a follow-up report will be filed.